Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged. The lead helix was noted to not extend at the initial implant. On (B)(6) 2016 the lead was successfully explanted and replaced. The patient was asymptomatic.